Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. It was determined the issue was caused by the system not being pulled in during storage which caused a low battery upon boot up. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the system would power down after a few minutes when plugged into several different outlets. This issue was noted outside of a procedure, and there was no patient involvement.